Manufacturer narrative:
B5, h6: additional information.

Event description:
Information was received that incident occured while testing; no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump had fluid ingression on the pump chassis base and occlusion sensor. The reported issue was not duplicated during the investigation. According to the investigation, this issue was most probably a result of fluid ingression that was user induced due to improper cleaning. The downstream sensor was replaced. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep, no cassette." No adverse effects were reported.